Manufacturer narrative:
(B) (4): coughing. This is capital equipment which was evaluated at the customer's site: the asp field service engineer was sent to the account. System was not in use. Found filter on the oil mist filter assembly needed to be replaced and the assembly inside the valve needed to be cleaned. Replaced the filter and cleaned inside the valve. Performed leak back test and calibrations. Verified that the system meets manufacturer¿s specifications. (B) (4): oil mist filter. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00040; 2084725-2010-00071 and 2084725-2010-00072.

Manufacturer narrative:
Report 2084725-2010-0071 was reported in error. Report 2084725-2010-00082 should have been referenced not 2084725-2010-0071. The statement should read: this is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00040; 2084725-2010-00082 and 2084725-2010-00072.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the failure mode and effect analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for haze/oil mist . Trending analysis for haze/oil mist issues associated to the sterrad product line did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to oil mist is considered low risk. The fmea (failure mode and effect analysis) is reported to be considered low risk. All rpn (risk priority number) scores for the failure of this part are below 100. The sterrad 200 was inspected following the incident by an asp field service engineer (fse) who observed haze/oil mist emitting from the unit. The fse replaced the oil mist filter assy and oil to mitigate the issue. The oil mist filter was returned and tested. The technician reported oil mist coming from the end cap of the filter. A supplier corrective action was implemented in order to address oil mist filter assembly failures in the sterrad 200, and to further reduce the number of customer complaints regarding this issue.

Event description:
The customer requested a preventive maintenance (pm) service. Two days later, before the fse performed the pm the customer called back to state that when the sterrad cycle was running, she noticed that there was a haze in the sterile processing department. Three employees exposed to the haze reported burning eyes, dry/scratchy throat and sinus problems. These symptoms faded when they were away from the sterrad. The customer advised that there was no medical attention sought and that all employees have resumed work. The customer stated that on the day of the reported event a problem with the ventilation was noted. This is report three of three.